Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to have a damaged tip and cutting edge. Penetration and sharpness testing could not be performed due the damaged condition of the sample. The final customer lot number was identified. One component knife lot was used to make up the customer's final lot. A review of the related device history records (DHR) was performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Event description:
A nurse reported that a knife did not cut during surgery, the incision was not clear. An alternate knife was obtained in order to continue the procedure. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).